Manufacturer narrative:
The subject device has not been returned to olympus for evaluation and investigation. The investigation was completed with the information available. Based on the results of the investigation, it is likely that the concentration of the disinfection solution check was not conducted properly and used for patients since the user determined it took a long time to check it every time. The root cause could not be identified. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, during preparation for use, the endoscope reprocessor displayed error code e99, indicating that many days have passed since the replacement of the disinfectant. It was noted that the concentration was invalid when the acecide check was carried out. The acecide was replaced and recovered. There was no harm or user injury reported due to the event. Patient identifiers (B)(6) and (B)(6) capture complaints on the scopes that may have been cleaned with the reprocessor in this event.